Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that the balloon did not deflate properly. A percutaneous coronary intervention was being performed. A 3.50mm x 20mm nc emerge balloon was used but did not inflate or deflate properly either inside or outside of the patient.